Manufacturer narrative:
Resmed has requested additional information regarding the reported issues as well as requesting the device be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had intermittent power issues. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The psu for the astral device was returned to resmed and an extensive engineering investigation was performed. Visual inspection of the power supply unit (psu) found wear and exposed wires in the power cord and casing. It also revealed loose leading pins in the plug body resulting in poor contact. The investigation determined that the reported power issue was due to physical damage to the psu. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).